Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop shaped clip was formed in the device. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml instrument was returned in good visual condition. A bag with two malformed clips was received along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended, however the orange indicator wheel did not show up. Please note the condition of the wheel indicator is not related to the reported event. No conclusion could be reached as to what may have caused the reported incident of clip malformation. The batch history records were reviewed with no anomalies noted during the manufacturing process.